Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3889, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2018 for an advanced evaluation (ae) for urge incontinence and non-obstructive urinary retention. It was reported that the trial patient¿s symptoms in the last 2 days had not improved and they thought that the wires might have moved. It was advised the patient contact their clinician for the issue. It was unknown if the issue was resolved at the time of report. It was unknown if any surgical intervention had occurred or were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.